Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus stopped working and had fluid loss. The device was explanted and replaced. No further patient complications reported.